Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. "Per customer, no patient information will be provided".

Event description:
It was reported that unit, alarming channel error 240.4150. Replaced both upper and lower pressure sensor. Passed performance maintenance checks. Verified functionality to be within tolerance and rts. No further information was provided.